Event description:
After completion of a routine hemodialysis treatment, it was reported that the operator noticed an external blood leak. There was approximately a 120cc blood loss. No medical intervention was required.